Event description:
It was reported by service report that when the bed is lowered it raises back up on its own. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail button stuck due to misaligned cap.